Event description:
A peripheral m5 intravascular lithotripsy (ivl) catheter was successfully used to treat the iliac artery. Following ivl, the physician attempted to post-dilate the vessel with the ivl balloon by inflating the balloon to 10 atm which subsequently ruptured at 9atm. The physician proceeded to withdraw the balloon and met resistance. Upon inspection of the balloon after successfully removing the ivl catheter, it was observed that a portion of the balloon was missing. Multiple pictures in multiple planes were taken to verify that the detached portion was not left inside the patient. It was ultimately determined that the detached portion was not left inside of the patient. As of the date of this report, no patient sequelae has been reported.

Manufacturer narrative:
Based on an investigation of the returned device, the distal portion of the balloon catheter were missing and not returned. The reporting party can confirm that the detached portion of the ivl balloon was not left inside the patient as noted in the event description. The catheter was returned inside of the guidewire and was unable to be removed from the guidewire. A portion of the balloon was stretched between an emitter and a marker band. The proximal marker band was found within the proximal bond and the inner shaft appears to have shifted proximal. The reported catheter balloon detachment was confirmed. The likely cause of the reported failure cannot be determined as half of the balloon was not returned for evaluation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.